Event description:
Reportedly, during the regular pacemaker follow-up on (B)(6) 2015, it was unable to interrogate the subject device (smartview 2.44j). The green lamps on the programming head were turning on, but an error message was displayed on the programmer screen upon interrogation (stating that the device cannot be interrogated with this version of smartview software). The device interrogation was attempted with a second programmer (smartview2.42j); however, it was still unable to interrogate the subject device. The software upgrade was performed again on the first programmer. The interrogation was then attempted, but it was still unable to interrogate this device. On ECG, atrial sensing and ventricular pacing behavior (asvp) was observed (vdd mode with 50min-1). Note that upon magnet application, the device did not pace at magnet rate. It is unknown whether the patient has received any medical treatment since the last follow-up. Preliminary analysis of provided expertise files confirmed the reported behavior (failure to interrogate the subject device on (B)(6) 2015 despite several attempts). A recommendation was sent to evaluate the benefit of the device replacement. A new follow-up was scheduled and the physician decided to explant and replace the device on (B)(6) 2015. The subject device will be returned for analysis.

Event description:
Reportedly, during the regular pacemaker follow-up on (B)(6) 2015, it was unable to interrogate the subject device (B)(4). The green lamps on the programming head were turning on, but an error message was displayed on the programmer screen upon interrogation (stating that the device cannot be interrogated with this version of (B)(4) software). The device interrogation was attempted with a second programmer (B)(4); however, it was still unable to interrogate the subject device. The software upgrade was performed again on the first programmer. The interrogation was then attempted, but it was still unable to interrogate this device. On ECG, atrial sensing and ventricular pacing behavior (asvp) was observed (vdd mode with 50min-1). Note that upon magnet application, the device did not pace at magnet rate. It is unknown whether the patient has received any medical treatment since the last follow-up. Preliminary analysis of provided expertise files confirmed the reported behavior (failure to interrogate the subject device on (B)(6) 2015 despite several attempts). A recommendation was sent to evaluate the benefit of the device replacement. A new follow-up was scheduled and the physician decided to explant and replace the device on (B)(6) 2015. The subject device will be returned for analysis.